Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, high out of range pacing impedance measurements were noted. No adverse patient effects were reported. This lead has not been returned.